Event description:
Information received a smiths medical ventilators/pneupac ventilators ventipac reported adjustment knob not adjusting to 50 or 100 and bulging in the back behind the gauge itself. No adverse events reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with a new insp/exp knobs, damaged front panel and housing around the battery compartment. The customer stated problem was not duplicated. The new knob functioned as intended, the faceplate is bent causing the manometer to protrude out. Replaced the o2 knob and front panel to correct the customer reported reason. Replaced housing along with the labels, all missing knobs, faulty demand detector, demand valve, regulator, flow block, mounting screws, corroded battery holder assembly, faulty nrv assembly, alarm reed, damaged sound pcb, main board, interface pcb, and upgraded smc check valve. Installed service kit. Replaced defective alarm reed. Performed pm, calibrated unit, cleaned and affixed service label. No fault was found with the device regarding the reported customer problem but other faults were found. The cause of the reported problem was traced the user manipulation of the device.